Event description:
On (B)(6) 2012, a rep with (B)(6) reported that she had an ivory clamp ss 5. She wrote that, "the customer complained that the clamp broke when it was removed from the tooth. The lot number is v1. Please, let me know, whether the clamp should be returned to your attention for further investigation." I replied: please return this clamp on (B)(4). Please provide as much detail on the use and incident. Dentist info (name, address, phone) date of incident. Approx how many used of the clam. Which tooth was it used on, what was the dentist's exact description of the incident. I understand if you do not have the info, but as much info as possible will assist the investigation. She replied: unfortunately, I can't answer your questions. The complaint was reported by a (B)(6) and we have no info about the dentist, the way it has been used and how many times it has been used. The complaint has not been considered as a clinical one (= incident) otherwise we might have tried to gather some more info. In any case please, send ram number and we will forward it to you for further info.

Manufacturer narrative:
Due to the clamp breakage and inability to further evaluate the malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."